Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that on (B)(6) 2022, a 28mm amplatzer amulet was selected for an implant. During the procedure, the left atrial appendage (laa) was sized at left atrial pressure 17mm hg. The plug was deployed successfully and a 2-minute tug test was uneventful; the plug was released from the cable. After 5-10 minutes, the device embolized from the laa to the left atrium (la) to the left ventricle (lv) and finally to the aorta. It is unknown what caused the device to embolized. The device was snared using a non-abbott device; a cutdown on the sleeve of aortic wall was required to retrieve the device. The patient remained hemodynamically stable throughout the procedure, however some arrhythmias were observed as the occluder passed through mitral valve and the patient also had a large volume of blood loss. No device was reported to have been implanted.

Manufacturer narrative:
An event of device embolization was reported. The returned device was damaged and deformed, precluding functional testing. The investigation confirmed the device met dimensional specifications despite of the damage being noted. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed and the product met all specifications at the time of commercialization. How or when the damage occurred could not be conclusively determined, however it is consistent with snaring, and retrieving the device.